Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: once the device was removed due to the tissue falling out of the jaws of the device, were the device jaws eventually able to be opened? The sales rep answered that she received the device closed with a white magazine in the instrument jaw (how it will sent back).

Event description:
It was reported that during a laparoscopic liver resection procedure, the device could not be opened after firing; the tissue slipped out of the instruments jaw so the instrument could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p55p31. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.